Manufacturer narrative:
Reporter phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.